Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h11b18096 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for bacteria coincident with dianeal pd2 ambuflex and dianeal pd4 ambuflex therapies. On unreported dates, the patient began treatment with dianeal pd2 ambuflex and dianeal pd4 ambuflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis. Upon a follow-up call with the patient's nurse, the nurse reported that on (B)(4) 2011, the patient was hospitalized for peritonitis. It was unknown to the nurse as to the cause of the peritonitis. Treatment information was not reported. On (B)(4) 2011, the patient was discharged. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported she doesn't know whether the event of peritonitis with culture positive for bacteria was related to dianeal therapy.